Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd implanted on (B)(6) 2017; 6725 adaptor implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.